Event description:
The manufacturer received information from the patient's family alleging a ventilator service required condition had occurred on the trilogy evo device. The patient was in the hospital for rehabilitation when the ventilator service required occurred on the device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer¿s service technician error code for the pressure sensor mismatch in the device¿s event log. The manufacturer¿s service technician performed an internal check of the device and found dust contamination and particulate substance had adhere to the mesh of the flow sensor, and a particulate substance adhering to the inside of the airflow delivery route for this device. The manufacturer¿s service technician replaced the device¿s flow sensor to address this issue. Additional findings not related to the malfunction/issue was contamination found for the fio2 tubing and low flow tubing on the device. The manufacturer¿s service technician replaced the fio2 tubing and low flow tubing to address this issue. The manufacturer¿s service technician proactively replaced the following parts on the device: muffler assembly, air inlet filter, and particle filter. After replacing all of the parts on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks on this device. The manufacturer¿s service technician determined the device was operational and it was cleaned.